Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, reported by her attorney, the patient experienced serious bodily injury, significant mental and physical pain, and had to undergo multiple surgeries. No other information is available.